Event description:
During an unspecified procedure, the staples did not form properly. The surgeon manually sutured to complete the procedure. No pt injury was reported.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.